Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Review of the event history log (ehl) showed an error 1870. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an anomaly in the components (a motor and a motor revolution detection sensor). As a result, the anomalous components (a motor and a motor revolution detection sensor) were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error 1870. There was a patient involvement, no patient injury was reported.